Event description:
It was reported that the patient presented into the emergency room after receiving a vibratory alert. Upon device interrogation ventricular oversensing episodes were observed. The device was reprogrammed. The patient condition was good.